Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip of ruggles micro dissector needle (product ID rn6212) was bent and the shape was not regular. There was no reported patient injury and no delay in surgery.

Event description:
N/a.

Manufacturer narrative:
The ruggles micro dissector needle (product ID: rn6212) was returned for evaluation: failure analysis: visual inspection was performed and the returned needle had an extra portion on its tip due to manufacturing error. Root cause:the reported complaint is confirmed. The returned rn6212 needle is in used condition with an irregular tip due to manufacture error. Inspection has been initiated at the ldc. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.